Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 08-jan-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received loose inside the original folding carton with part of the lens also being received stuck in the cartridge of the complaint handpiece. Visual inspection under magnification revealed that the lens was received torn in half and covered in viscoelastic residue with part of the lens also being received stuck in the cartridge of the complaint handpiece. The stuck piece was removed, and the lens pieces were cleaned revealing the lens was returned torn and with a detached haptic tip. Based on the returned condition of the lens no further product evaluation could be performed on the lens. Cartridge damage and cartridge tip damage were observed. No additional defects were observed on the handpiece before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue were observed which suggests that an inadequate amount of ovd was used during loading and insertion. Complaint issue "lens damaged" was not identified during product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dcb00 model intraocular lens (iol) had an unknown issue and there was patient contact. Back-up iol was used to complete the procedure. No further information is available.